Event description:
Information received indicates the bed exit system is working, but the alarm will not sound.

Manufacturer narrative:
The technician replaced the power control module to repair the bed.